Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient came in with an acute myocardial infarction with thrombus. The 3.5x23 xience alpine stent was deployed in the left anterior descending coronary artery without incident. During treatment of another vessel, the patient had chest pain and changes on the electrocardiogram were noted. The xience alpine stent was completely occluded with thrombus. Thrombectomy and post dilatation were performed. The condition resolved. No additional information was provided.